Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Blood glucose reading was 33 mmol/l at the time of incident and current blood glucose level was over 33 mmol/l. Customer had tried to bolus 7 to 8 units. Customer was using auto mode. The insulin pump will not be returned for analysis.